Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was determined to be stent dislodgement. Resistance occurred in the tip end of the catheter. A continuous saline flush was administered and maintained as indicated in the IFU. There was no damage to the pipeline pushwire or catheter observed. There were not multiple pipeline devices being used when movement occurred. Friction or difficulty occurred during delivery or positioning and the device jumped during deployment. The tip of the catheter moved during deployment. Premature deployment occurred when the stent passed through the tumor neck. The pushwire was not rotated or pulled back at anytime during the procedure. There was resistance during resheathing into the catheter.

Manufacturer narrative:
H3: product analysis ¿ as found condition: the marksman catheter was returned for evaluation inside a biohazard bag and a shipping box. The pipeline flex shield delivery system was not returned with the catheter. ¿ visual inspection/damage location details: the catheter tip and marker band were examined, and no damages were found. The catheter body appeared to be flattened at 1.5cm to 17.6cm from the distal tip. No flash or voids molded were observed in the hub. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and found to be patent. Subsequently, an in-house 0.0260¿ mandrel was run through the catheter tip and hub. The mandrel successfully passed through the catheter hub without issue, but it got stuck at 17.6cm from the distal tip. ¿ conclusion: based on the analysis findings, the customer complaint was confirmed as the returned catheter was found flattened. However, the cause of the resistance and damage could not be determined. The customer reported that vessel tortuosity was minimal, and a continuous flush was used during delivery. Since the pipeline flex shield delivery system was not returned, any contribution from the pipeline flex shield to the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID ped2-425-16 (b668814); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that an aneurysm was treated with a dense mesh stent. After the tip was opened during the surgery, there was great resistance when passing through the neck of the aneurysm, and abnormal displacement of the guide wire was found. After the retrieval operation, the stent remained unchanged, the guidewire was retrieved, and there was sign of dislodgement. After being withdrawn from the body, the stent was already dislodged. Subsequently, stent was replaced, and the surgery was carried out smoothly. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of an amorphous, unruptured c6 aneurysm with a max diameter of 4.3mm and a 2.1mm neck diameter. The landing zone was 3.8mm distally and 4.1mm proximally. It was noted the patient's vessel tortuosity was minimal. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed slowing blood flow.